Manufacturer narrative:
During testing and repair at the service center, the pe valve on the unit was leaking causing the unit to have low o2/yellow light.  This was due to loose tie wraps that led to the malfunction.

Event description:
Dealer alleged that the tie wraps were loose causing the pe valve to leak and the unit to have low o2/yellow light.